Manufacturer narrative:
Customer returned the pump for an alleged pump error 130 alarms during the priming sequence found on (B)(6) 2021. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump primed properly and no pump error 130 alarm noted during testing. Successfully downloaded the trace and history files using thus. A review of the history files shows fifteen (15) pump error 130 alarms on (B)(6) 2021 between 18:03 and 20:22. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted however, found the j5 connector of pcba 1 to be slightly unlocked and open allowing the motor flex cable to be incompletely plugged in causing intermittent contact. Pump error 130 alarm found in the history file may have been intermittent due to the motor flex cable being incompletely plugged in. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, cracked battery tube threads, stained serial number label, and pillowing keypad overlay. Pump error 130 alarm is confirmed. Intermittent the unexpected pump error 130 alarm found in the history file may have been intermittent due to the motor flex cable being incompletely plugged in.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and insulin was squirting out during fill tubing process. Force sensor did not detect the reservoir during the seating process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.